Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert appeared, with caller using damaged charging cable and wall adapter that did not resolve the issue even when plugged into a confirmed working outlet. There was no reported impact to the customer¿s blood glucose level. Customer later changed to different charging cable and wall adapter, after which pump began charging, and technical support advised against routine use of non-tandem charging supplies, arranged replacement charging supplies, and confirmed no further assistance was required.